Event description:
It was reported that the right ventricular [rv] lead had rising impedance measurements. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The distal portion of the lead was returned, analyzed, and defibrillator conductor was fractured. It was noted that the defibrillation conductor was distorted, cut, and stretched. There was blood/body fluid on the distal conductor (not obstructed and on the outer tubing overlay. The inner and outer tubing was kinked/buckled. The outer tubing overlay was also melted, breached cut, and had cosmetic environmental stress cracking. The outer insulation was breached cut and there was a white substance on the exposed defibrillation coil. The helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead was stretched.